Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic bladder tumor resection rtuv procedure, the high frequence resection electrodes broke. There was no report of patient harm or user injury associated with this event.

Event description:
No new information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure cannot be confirmed as described by the customer, but olympus was able to confirm that the electrode is damaged. The loop of the electrode is deformed but not broken; there is no interruption of the wire. A definitive root cause could not be identified. Based on the results of the investigation, the cause was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that during the therapeutic bladder tumor resection via transurethral resection of a bladder tumor, the electrode broke. The fragments were retrieved through an unspecified method, and the procedure was completed using another device. No reports of further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer and to add new h6 codes based on this information. Updated information: b5 updated with new information. H6 medical device problem code from break (a0401) to break (a0401) and detachment of device or device component (a0501). H6 health effect - impact code from problem identified before clinical use/exposure (f2601) to unexpected medical intervention (f23). Should additional relevant information become available, a supplemental report will be submitted.